Manufacturer narrative:
(B)(4). Concomitant devices: persona partial cemented femoral component right medial size 3 catalog #: 42558000302 lot #: 63760813, persona partial cemented tibial component right medial size e catalog #: 42538000502 lot #: 63632020. Report source - foreign: (B)(6). The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously under manufacturing report number 0001822565-2018-05939. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-02037, 0001825034-2020-02038.

Event description:
It was reported that patient reported ongoing pain one (1) year following right knee arthroplasty and was given cocodamol for treatment of pain. The patient later underwent an arthroscopic procedure approximately twenty (20) months post-operatively to address the knee pain that had not yet resolved. Attempts have been made and no additional information is available at this time.